Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula of one of her sensors detached from the sensor and wrapped on the needle hub. No further details were provided regarding that particular incident; troubleshooting did not occur as the customer did not have time and did not feel well. The sensor will be returned and replaced.